Event description:
This unsolicited device case from united states was received on (B)(4) 2014 from other healthcare professional. This case concerns a (B)(6) year old female pt who died after receiving treatment with synvisc one injection. No other medical history, pst drugs, concurrent condition or concomitant medication was reported. On (B)(6) 2013, the pt received treatment with synvisc one injection (route of administration, dosage regimen, lot/batch number and expiration date unk) into unspecified location for other ill defined condition. On (B)(6) 2013, the pt died of an unk cause. It is unk whether an autopsy was performed. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. No other information was available.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a pt who died of an unspecified cause after receiving synvisc one for other ill-defined condition. In this case, the causal role of the device for the event has been assessed as unlikely, however, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc of the pt precludes a comprehensive assessment in this case.